Event description:
It was observed that during the device evaluation, the gastrovideoscope exhibited foreign objects at forceps elevator wire(k-wire). There were no reports of patient involvement.

Manufacturer narrative:
E1: (a unit of (B)(6) healthacare services pvt ltd) plot no 344a, mla colony road no 12 (added here due to maximum character limitation). The device was returned to olympus for evaluation and the evaluation found water removal ability did not meet the standard value due to clogging of the nozzle; light guide lens, connecting tube, distal end, acoustic lens, switch box, grip, had a scratch; adhesive on the bending section cover was detached; bending section cover had discoloration; bending angle in up direction did not meet the standard value due to wear of angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation foreign material in the device could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections below: chapter 7 cleaning, disinfection, and sterilization procedures. Chapter 8 reprocessing workflow for endoscopes and accessories. Chapter 9 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.